Event description:
Approximately one year and four months post hvad implantation, the site reported that the patient experienced a change of power source in the controller earlier than expected. The patient was able to isolate the affected battery, and a new battery was supplied by the perfusionist. No harm or injury to the patient was reported as a result of this incident.

Manufacturer narrative:
The battery was returned; various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Thorough external visual inspection of the battery revealed no signs of physical damage or contamination. Review of conformance material record confirmed that the battery met all requirements for release. Functional testing revealed that the returned battery contained a faulty cell pair. An internal investigation (CAPA) has been opened to address the issue.